Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the common bile duct (cbd) and ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the cutting wire broke upon bowing. Reportedly, no part of the device detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3 (date of event): the exact date of the event is unknown. The provided event date (B)(6)2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned jagtome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken and bent. Additionally, the working length was twisted and bent at distal section. A photo provided by the complainant also shows the exposed cutting wire broken. The device was observed under magnification and the cutting wire was blackened and the cut of the cutting wire was not smooth. A functional evaluation was not performed due to the condition of the device. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, bent and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could be caused by manipulation of the device during procedure or if the device was not completely in contact with the tissue when current was applied. Additionally, the working length was twisted and bent. This could have been generated upon multiple attempts to rotate the device and the interaction with the endoscope or other devices. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the common bile duct (cbd) and ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the cutting wire broke upon bowing. Reportedly, no part of the device detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.